Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later patient experienced mesh exposure and recurrent stress urinary incontinence. The exposed mesh was trimmed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.